Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient had a decrease of its blood pressure despite the increase of the dose of noradrenaline, the nurse discovered that the line where the treatment of noradrenaline was infused was pierced. Clinical consequences: hypotension of the patient.

Manufacturer narrative:
(B)(4). Additional information received: the customer reports that medical intervention was necessary and there were no consequences to the patient. The customer returned a 3-lumen cvc catheter for evaluation. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. There was evidence of use in the form of blood in the extension lines. Functional testing identified a leak in the proximal extension line. Microscopic examination revealed a slice at the location of the leak identified in functional testing. The slice is angled down with smooth edges. The appearance of the slice is consistent with material that has been cut by a sharp object. The slice in the proximal line was located approximately 35 mm from the proximal end of the juncture hub. The location was consistent with the slice found during visual and functional inspection. The inner and outer diameter of the proximal extension line were measured and were found to be within specification. This indicates there is no issue with the wall thickness. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the distal or medial extension line when pressurized; however, water was observed leaking from the proximal extension line. A device history record review was performed with no relevant manufacturing related issues. The instructions-for-use (IFU) provided with this kit cautions the user "to minimize the risk of cutting catheter, do not use scissors while removing the dressing." The customer report of extension line leak in use was confirmed through visual and functional inspection of the returned sample. The catheter leaked from a slice in the proximal extension line during functional inspection. The appearance of the slice was consistent with what occurs when the catheter comes in contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The extension line was able to pass dimensional testing, and a device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported thatwhile the patient had a decrease of its blood pressure despite the increase of the dose of noradrenaline, the nurse discovered that the line where the treatment of noradrenaline was infused was pierced. Clinical consequences: hypotension of the patient.